Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to moisture damaged the motor home switch. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarms. No moisture damage was found on the electronic assembly during our visual inspection. The insulin pump powered up properly after battery installation. No blank display, lines fades or display anomaly noted. The insulin pump had had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and the reservoir compartment was wet. The leak was located at the barrel. Insulin leaked in the reservoir compartment. When she pressed the esc or act buttons there were lines that went across the screen and fade away. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.